Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. A photographic evaluation of the returned images noted multiple images of a staple looking metal piece in image. All of the metal pieces are covered by tissue. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal procedure, while the device was being used for the anastomosis, there was poor staple formation. The staple line was fixed by converting to an open laparotomy procedure and manual colorectal anastomosis and ileostomy protection was done to prevent impairment of function which caused the surgical time was extended for 30 minutes or more. The incision was extended by more than 1 inch and there was tissue damage. The event leads to extended patient hospitalization.

Manufacturer narrative:
Additional; information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted images of a staple looking metal piece in image "14 18/09/2018/13:55". The rest of the metallic looking structures were covered by tissue. Visual inspection of the device under the microscope displayed nicks on the knife blade. Cross cutting staple line marks were also observed on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.